Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user missed a dinner meal announcement due to concern about a low, subsequently announced to correct a high, and experienced hyperglycemia with a peak sensor glucose of 315 mg/dl followed by a decline after corrective actions and temporary insulin pause. Symptoms included feelings of nervousness about a rapid glucose drop, without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included transient hyperglycemia above 180 mg/dl for about one hour, subsequent hypoglycemia to 88 mg/dl treated with oral glucose, and recovery to 181 mg/dl with symptom resolution, without alerts for prolonged severe hyperglycemia, without back-up therapy, and without medical intervention. Investigation included review of device data in the report and follow-up calls. Investigation of this case revealed expected ilet behavior withholding insulin after meal announcement and prior correction while glucose trended downward, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with a missed meal announcement and corrective dosing strategy, with appropriate device operation.